Event description:
It was reported that before use during a routine check, the system98xt intra-aortic balloon pump (iabp) unit has a display issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system98xt intra-aortic balloon pump (iabp) unit has a display issue. There was no patient harm reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the equipment and confirm the reported issue. Fse found front end. Pcb as faulty and suggested the customer to replace the part. The quotation has been made, but the customer has not decided to repair it yet. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair is not requested by the customer.

Event description:
N/a.